Event description:
During attempt to place edc, the needle sheared through the side of the catheter and the device became stuck in the patients arm. Bedside rn and md made aware and at bedside. I then removed needle from device. The catheter was then easily and fully removed from patient. Catheter inspected after removal and was fully intact. Catheter and edc device given to our director to be sent back to manufacturer for fault analysis. FDA safety report ID# (B)(4).